Event description:
A nurse reported that a peritoneal dialysis patient expired on (B)(6) 2013. This nurse stated that the pt had entered into a hospice program at home on an unk date in 2012, due to a diagnosis of cancer. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. This nurse reported that the pt was not dialyzing at the time of death. There was no allegation against any fresenius product in relation to the reported event. This nurse stated that the pt expired due to the advanced stage of her cancer.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.